Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occluded (cto) target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. After a guidewire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with non-bsc balloon catheters and a 1.25 rota. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material located over the markerband, with an abrasion on the balloon material located 2mm distal of the markerband. Microscopic inspection of the markerband found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occluded (cto) target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. After a guidewire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with non-bsc balloon catheters and a 1.25 rota. No patient complications were reported and the patient's status was good.